Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed a damaged mains power inlet port. The functional evaluation found that the device would not power on, establishing a relationship with the event reported. The root cause has been identified as a failed main circuit board. Although the damaged mains inlet port has been confirmed the cause of the damage remains unknown. However, factors that are known to contribute to this type of issue, included general wear and tear, improper storage, mishandling and drop damage. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. E1 updated. Foreign postal code: (B)(6).

Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error due to the mainboard being defective, also the front enclosure is broken. No patient harmed and no injury reported because this was found during service and repair.